Manufacturer narrative:
(B)(4)

Event description:
Dexcom was contacted via pending field action on 07/05/2016 to claim no audio output on (B)(6) 2016. Relationship to patient is unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.